Event description:
Caller reported a power source alert 07, indicating an issue with the pump. The customer's blood glucose level did not exceed 500 mg/dl. Despite attempts to resolve the issue using different wall adapters and charging cables, the pump did not begin charging. Consequently, technical support arranged for a replacement pump to be sent. The customer was instructed on how to put the pump in storage mode and return it with a pre-paid label within 10 days.